Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not reproduce the reported issue. However, the error was confirmed via error logs/system logs. Multiple hall edge to edge fault 23138 and 23069 primary encoder error (on pitch axis related to the reported fault) were also found in the error logs/system logs. The unit passed and was driven with multiple instruments, sterile adapter combination in normal mode from the in-house system. Gc encoder display for pitch axis had no issue found, encoder readings were okay. The unit also passed all the system test. It had no debris or issue found. All connections were intact and no sign of fluid intrusion. Degree of freedom dof3 chipencoder virtual absolute (cva) sensor printed circuit assembly (pca), long flat flex cable (ffc) (cva sensor pca), cva disk and cva bracket will be replaced as precaution to the reported problem. Isi received the universal motion controller (umc) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported issue. The umc was installed and tested on in-house test system. Start up with no error, all the motors were driven the full range of motion without any issue. The system ran 50x power cycles with this board, and all passed. The umc remained on the test in normal operation for 4 hours with no error reported. Isi also received the distal setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the customer reported complaint. The unit passed all the system tests. Logs showed errors 23094/23138 relaying pot to encoder issue and a loose or moving encoder.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the end of the surgery system triggered recoverable fault 23094, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the usm, universal motion controller (umc), and the distal set up unit joint (suj) to resolve the issue. The usm unit was returned for failure analysis (fa) but the reported 23094 fault on pitch axis could not be replicated. However, the error was confirmed via error logs/system logs. Multiple hall edge to edge error 23138 and 23069 primary encoder error (on pitch axis related to the reported fault) were also found in the error logs/system logs. The unit passed and was driven with multiple instruments, sterile adapter combination in normal mode on the in-house system. Gc encoder display for pitch axis was found with no issue and encoder readings were okay. The unit also passed carriage lissajous, direction test, carriage switch, carriage strength, fan test, cva characterization, sensors check, sine cycle, fan test, fiber test, brake test and all friction tests on the test platform. No issues or debris were found on the pitch axis cva pca, ffc and cva disk. All connections were intact, and no sign of fluid intrusion were found. Dof 3 cva sensor pca, long ffc (cva sensor pca), cva disk and cva bracket will be replaced as precaution to the reported problem. The umc and suj units involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to repeated recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system triggered recoverable fault 23094. Prior to calling for technical support, the customer decided to convert to laparoscopic surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and noted several errors 23094 pointing to an encoder transition error on universal surgical manipulator (usm) 2, axis 2 (pitch). The tse noted that this was the first occurrence in the last two months. An emergency power-off (epo) of the patient side cart (psc) cleared the error. The procedure was converted to laparoscopic surgery with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.